Event description:
It was reported that during an unknown procedure the battery of the device was not functioning. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 12/18/2024. D4 batch #897c27. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil slightly bent upwards and without reload present. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 897c27, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device staple? If yes, was the staple line complete (full length)? Did the device cut the tissue? Was there a patient consequence? Was the device locked on tissue with the jaws closed? If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) if the home button was pressed, did the knife fully return to its home position? If the jaws could not be opened, how was the device removed?